Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio (device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2). This is addendum to the initial emdr to make a correction to g5 (510k#). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #1) on (B)(6) 2012. As reported, the patient underwent surgery with implant of an unspecified bard/davol ventrio st (device #2) on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventrio (device #1) and ventrio st (device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio (device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #1) on (B)(6) 2012. As reported, the patient underwent surgery with implant of an unspecified bard/davol ventrio st (device #2) on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventrio (device #1) and ventrio st (device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient".